Event description:
Customer emailed saalt explaining that the chose to seek assistance from a medical provider to help remove their menstrual cup. We responded requesting some additional information about the customer's removal techniques, cup mold identifying number, and lot number on the packaging. The customer provided their removal techniques, and lot number, but not the cup mold identifying number. They said they cup had been inserted for 5 hours before attempting to remove it on their own, and 8 hours overall but the time it was removed. They said they could reach the base of the cup but couldn't pinch the base to remove their cup and chose to seek medical care. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.